Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that medical records were received which indicate patient with recent diagnosis of colon cancer after colonoscopy underwent laparoscopic right hemicolectomy. Operative note provided states anastomosis was created after extending the midline incision 4 cm utilizing a ¿gia 75¿ to divide the colon and terminal ileum as well as to create the side to side anastomosis and closure of the enterotomy. No difficulties with device were noted during surgery and the surgeon noted ¿the anastomosis was clearly patent and dropped back into the patient¿s abdomen.¿ patient presented on post op day 9 with signs of leak and was reoperated where surgeon noted ¿a small pinhole leak at what appeared to be the staple line on the colon.¿ a ¿gia stapler¿ was used to resect the anastomosis and patient was given ileostomy. Four months later, patient underwent reversal where a side-to-side, functional end-to-end ileocolic anastomosis using a gia stapler and a ¿ta stapler¿ was used to close enterotomy.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2022 h11: corrected data = medical reports that were omitted on previous report. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2022. H11: corrected data = medical reports were omitted on previous report. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 09/12/2022. H11: corrected data: medical records were omitted on pervious report. Please see attached.